Manufacturer narrative:
Device evaluation of monitor 07039478 has been completed. The reported problem (won't power up ) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of batteries sn (B)(4), sn (B)(4) and sn (B)(4) have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries.

Event description:
A us distributor returned a monitor and reported the monitor was unable to power up and multiple battery packs had faults.

Event description:
A us distributor returned a monitor and reported the monitor was unable to power up and multiple battery packs had faults.

Manufacturer narrative:
Device evaluation of battery 86254710 has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery pack. Device evaluation of monitor 07039478 has been completed. The reported problem (won't power up ) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of batteries sn (B)(6), sn (B)(6) and sn (B)(6) have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged batteries.